Event description:
It was reported that the fowler could not be locked in the upright position with a pt onboard. No adverse consequences are reported.

Manufacturer narrative:
It is unk if the device is able to be returned to the manufacturer for eval. If the device is returned and add'l relevant info is obtained from the eval, a f/u MDR will be filed.